Manufacturer narrative:
The device history record was reviewed and confirmed that the lot met all release criteria. The delivery device was evaluated. Tests were performed on the spline to determine if there were any manufacturing related issues that would have impeded the release of the legs from the spline. None were found. In addition, it was confirmed that the spacing and location of the legs in the catheter were within the approved specifications. This event could not be duplicated and the root cause is unknown.

Event description:
It was reported that the doctors were attempting to deploy the filter and the legs were twisted. Upon final release attempt, one limb was caught in the spine and the filter was pulled caudally. The filter was deployed at a 45 degree angle. The doctors attempted to remove the filter, but were unsuccessful because of the tilting. The doctors used catheters to free three pairs of legs and adjusted the tilting to roughly 15 degrees. Upon straightening of the filter, it was noted that one of the upper arms perforated the vessel wall. The filter remains implanted and functioning.